Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. . Investigation summary: it was reported there was epoxy adhesion inside the needle shield. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced epoxy on the needle hub. A device history record review was completed for provided material number 302047, lot 0078355. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1950 bd¿ bulk, non-sterile needles were found with epoxy on them/in their needle covers. The following information was provided by the initial reporter: "a customer reported that during incoming inspection they found 1,950 defective products with epoxy adhered to them - epoxy adhesion inside needle cover."